Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 429 mg/dl. Customer stated that there was leak on the infusion set and customer was able to change the infusion set . Troubleshooting was declined for high blood glucose. The product will return for the analysis.